Event description:
Additional information received from reporter on 10/19/2020 for report mw5096049. Patient called to file a second follow-up report regarding two additional dexcom devices. Patient stated at 12:30am on (B)(6) 2020, his transmitter failed, he said all the alarms were going off, so he called dexcom. Patient said dexcom told him he had to call tandem since they had a contract with them. Patient stated after spending 30 minutes on hold with tandem, he finally reached someone and was told at 1:00am to put on a new sensor and transmitter. Patient stated that the transmitter was only 20 days old and they are supposed to last for 90 days. Patient stated he believes dexcom should be requesting for him to mail back the failed transmitter to help them figure out what's going on. He also stated that since putting on the new transmitter and sensor early this morning, he's had to calibrate it 7 times. Patient said the sensor readings are all over the place and inaccurate.

Event description:
Additional information received from reporter on 10/22/2020 for report mw5096049 third follow up. Reporter contacted the manufacturer on 10/21/2020 and spoke to (B)(4) at 11:30 am pacific time; the MFR rep told the reporter that 1 of 3 devices were defective. Reporter states in his opinion that this is an admission of guilt. When he has called to trouble shoot his problems with the MFR, he has been told by dexcom to contact a third party MFR tandem; once he speaks to tandem the representative tells him to contact dexcom. Neither MFR seems to be able to help explain nor, give answers to his question. The reporter states he has no other option but, to continue to injury himself with the inferior sensor, transmitter, and inserter. "This is unacceptable".

Event description:
Patient called to report product issues and adverse event involving his dexcomg6 sensor and inserter. Patient stated that last night, as he was trying to place a sensor, the inserter did not retract into the device creating severe pain and requiring aggressive steps to remove it from his body. Patient stated that this has happened many times over the last 6 months. Patient stated another issue he is experiencing with the sensor is it not communicating properly with the device. Patient said after about 3 hours of wearing the sensor, he got an error message that said sensor calibration error. The patient stated after recalibrating, about 1-2 minutes later he would get the calibration error again. Patient said he called dexcom and sat on hold for over an hour, finally he replaced the sensor with an new one. Patient stated he opened a case with dexcom, case # (B)(4). Patient is extremely concerned and alarmed with the device malfunctions and feels strongly that there needs to be a recall to fix the issues. Patient stated that about 1 out of 3 sensors fail and it's painful. Patient is concerned with the quality of the product and possible quality control issues with dexcom.

Event description:
Additional information received from reporter on 08 january 2021 for report number mw5096049. Patient states that after the sensor warmup process is completed, he receives an emergency low blood sugar warning on the device of 55. A fingerstick test was performed and gives a value of 158. The patient has tried to calibrate the device, but it does not resolve the issue and continues to ask for calibrations. Patient states there is no documentation from the manufacturer on how to resolve these error message besides using a new sensor. 2nd device: patient states that the opening to load the device with insulin is leaking and has been repeated problem.

Event description:
Additional information received from reporter on 8/13/2020 for report mw5096049. Patient stated that he had spoken with two senior level customer service representatives with dexcom, who told him that they do not view the errors he mentioned as severe or life-threatening. Reporter said the dexcom representatives acknowledged the manufacturing problems and claimed they had been corrected. Reporter stated that the dexcom representatives will not issue a recall because the issues covered many different, however not all, lot numbers and it would be impractical. Reporter said he was shocked how his concerns were being minimized. Reporter stated he was offered replacement sensors and given insufficient directions on how to remove future inserter/sensors that may misfire and become stuck.

Event description:
Additional information received from a reporter on november 12, 2020 for a report number mw5096049. A patient called to report a failed transmitter on his dexcom g6 device. He said he contacted the manufacturer and was told that they would send him a return kit but he said he has not heard from them as of yet.

Event description:
Additional information received from a reporter on october 29, 2020 for a report number mw5096049. Reporter stated that the applicator gets stuck in body and would not retract from the sensor. He said carrying an application with a defective sensor hurts. This has happened many times to him. Patient stated that dexcom has outsourced a 3rd party to handle all problems with the devices and as a patient he is not sure which entity to contact when he is having issues with the device. Patient also stated that dexcom told him to contact tandem diabetes when for his issues. Patient stated that he has been using the pump over a year and never had a single problem with the insulin pump. When he contacted dexcom to address the issue, he holds over 1 hour to address his issues.